Manufacturer narrative:
Updated information:d4 serial number updated

Manufacturer narrative:
Corrections: b1 selected adverse event in additional to product problem, and b2 required intervention b5 narrative updated h1 type of reportable event updated to serious injury h6 impact code f26 changed to f2303

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 54-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. During the procedure, there were ongoing high purge pressure/purge system blocked alarms. Heparin purge was changed to tissue plasminogen activator (tpa). It was noted that the alarms resolved. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.9l/min as intended. Thrombus formation can create a blockage that restricts the flow of purge solution, and can occur due to inadequate anticoagulation. This is often corrected by using tpa.

Manufacturer narrative:
Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the purge pressure issue was related to biomaterial ingestion, based on data log review and the provided clinical information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that elevated purge pressure was detected shortly after implantation, as observed on connect by both csc and the local team. Following multiple alarms on the console, the csc team contacted the local tdc, who then reached out to the distributor to determine whether the implanting team required support. The tdc also suggested that a pump exchange might be necessary, as early-onset alarms could indicate potential pump or sensor damage. According to the distributor, the implanting team chose not to implant another pump because a second pump had already been placed earlier the same day after the initial pump became displaced into the aorta. The physicians elected to manage the situation themselves, considering adjustments such as heparin purge solution or tpa if needed. After some time, the issue resolved, as reflected in subsequent connect images. No further updates have been provided by the clinical team. The procedure was reported as successful. The patient remains on support, and the final outcome is yet to be determined.